Event description:
Pin in jaw of snowden grasper fell out during case. Additional information received on (B)(6) 2019, the sales rep reported, it fell out in the patient and they used x-ray to find it. No patient injury.

Manufacturer narrative:
1035164: h10: upon receipt the complaint sample received a visual examination and a functional check. The following markings were found on the device; 90-6343, snowden pencer, g18, and ce0123. No evidence was found that the device is not authentic. The laser etching of the metal components has some surface rust indicating that this device, which was manufactured in july 2018, was used, cleaned, and sterilized several times until the complaint failure mode occurred on (B)(6) 2019. It is likely that the device, including the ejected rivet, operated as expected until the complaint failure mode occurred. Upon visual examination the complaint failure mode was verified, a rivet had ejected from one of the jaw/link/rivet joints, rendering the jaw not functional and allowing the rivet to become loose. The rivet was returned with the complaint sample. Examination of the rivet observed a relatively smooth end with nearly no metal edge to retain the rivet inside the joint, the other end of the rivet was highly deformed. Based on the physical damage that occurred to the rivet, the most likely scenario to have occurred was the lack of a metal edge at one end of the rivet allowed the rivet to shift axially within the joint. While the jaw was open, and the rivet was clear of the clevis the rivet shifted axially until it protruded from the link. With the rivet protruding, when the end user went to close the jaw, the rivet movement became blocked by the edge of the clevis, this event heavily deformed the rivet, deformed the edge of the clevis, and tore the rivet the remainder of the way out of the jaw/link/rivet joint. Visual examination also detected that the lack of metal edge was most likely the result of a manufacturing defect. When the device is being assembled, the link and jaw have two opposing chamfered recesses. The rivet is made with one chamfer to fill a recess, the other end is a smooth cylinder. The rivet gets pressed into this joint, then the bare end gets peened down into the recess, forming a new chamfer. After this, any excess material is filed down flush with the jaw or link, so it does not get caught on the edge of the clevis. Based on the physical evidence, the operator that assembled this device may have both under-peened and over-filed this rivet, result in an underdeveloped edge at this end of the rivet. Based on the fact that the device lasted nearly a year before the complaint failure mode occurred, it is likely that some edge was present at both ends of the rivet, and repeated use wore down the underdeveloped edge, until the edge was gone and the rivet was capable of ejecting. It was also identified during the investigation that the clevis screw was loose, based on appearance, the clevis screw had backed out at least ½ turn. As a result, the, the sliding motion of the jaw/rivet/links/pins within the flats of the clevis would have been less stable which would most likely have worn on the rivet edge faster. Both of these issues were the result of operator efficacy with a manual process and do not reflect a flaw in the design of the device. Both issues are being addressed through the corrective action program to prevent future occurrences of this issue.

Manufacturer narrative:
(B)(4). Device manufacture date: july 2018. If further information becomes available a follow up medwatch will be submitted.

Event description:
Pin in jaw of snowden grasper fell out during case. Additional information received on 01aug2019, the sales rep reported, it fell out in the patient and they used x-ray to find it. No patient injury.